Event description:
It was reported that, "surgeon was trialing the implants with the size 6 13mm trial. Flexed the knee to make room for the trial, placed the trial in posterior feet first, pushed on the anterior edge with thumbs and placed into the tibial tray, at the time he noticed a few flakes of the trial had broken off. Surgeon pulled those few flakes out, and continued the rom test, and then pulled the entire trial out after the rom test was complete. The surgery continued as normal, the surgeon then cemented in the real femur implant, and tibial baseplate implant and waited for cement to harden. The surgeon then proceeded to put the size 6-13mm trial back in the pt and it cracked and crumbled in many pieces." The surgeon pulled all the pieces out, and proceeded normally with the case. No harm was done."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.